Event description:
Report provided by the end user states that they developed a red rash like area under the pouch with itching. The end user stopped using this pouch and started using a different one, at which time the redness resolved. The patients subsequent outcome was reported as resolved. No issues with rash or itching.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.